Event description:
It was reported that although the programmer sounded as though it booted up, nothing showed up on the monitor. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the screen was blank upon boot-up and it was attributed to the connectors between the low-voltage differential signal board and the display being loose and therefore they were reseated. Analysis also found that the system fan was noisy and it was therefore replaced. Concomitant medical products: product ID: 2067l , radiofrequency programmer head. (B)(4).